Manufacturer narrative:
The product was cleaned. No signs of usage can be found at the shaft. Blank areas without diamond-coating are recognizable. The investigation was carried out by the supplier. The returned part has been observed. The bar has lost some of the diamond grits by places. Analyzed by our manufacturing department, the nickel layer which maintains the diamond grits turns out to have a low thickness according to our internal prescriptions (diamond grits are covered by less that two-thirds of nickel). Despite the fact that the nickel thickness is not a feature specified on the drawings, manufacturing department estimated the current parameters followed during the manufacturing of such burs using grit size 501 should be reviewed as revalidated. They recommended the opening of a CAPA to handle this issue. The device quality and manufacturing history records has been checked by the supplier for the available lot number. The device history file has been checked and found to be according to the specification of the supplier valid at the time of production. Based on the information available as well as a result of the investigation of the supplier the root cause of the failure is most probably a manufacturing error. The supplier will open a CAPA in order to implement the needed corrective action.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Evaluation on-going.

Event description:
Country of complaint: belgium. It was reported that during an ent operation, 4 new diamond coarse burrs were used, and diamond grains fell from each of the burrs into the operation area. The surgeon saw the grains falling immediately through the microscope and removed the grains from the site. There was no patient injury or harm. Four medwatch reports are being filed related to this incident, including: 2916714-2016-01047, 2916714-2016-01048, 2916714-2016-01049, 2916714-2016-01050.